Event description:
A malfunction was reported with a pump, specifically recorded as "malf 12," which occurred multiple times. However, there was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue. The customer will use their current pump for insulin therapy until replacement pump arrives.